Event description:
During a liver transplant, the instrument was difficult to open. After releasing the instrument, the first half of the clip suture is correctly cut and stapled. The clips in the second half were not. There was an incomplete staple line. The case was completed with a like device with no patient consequence.